Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory. Device image was retrieved and analyzed, indicating elevated current within a period of the implant duration. This condition results from an increased duty cycle of the internal circuitry caused by the firmware.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory due to review of device image. The analysis of the device image showed high current drain due to increased pacing, consistent with an anomalous condition associated with the cyber security upgrade.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up in clinic. Interrogation showed the patient's pacemaker had reached end of life early. The patient was asymptomatic. The physician explanted and replaced the device. The patient was stable throughout.